Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter d efibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device had detected an atrial fibrillation with rapid ventricular response (af w/rvr) as a ventricular tachycardia (vt) episode resulting in the patient receiving an inappropriate therapy. Follow up was conducted and no reprogramming has been completed at this time. The device remains in use. No further patient complications have been reported as a result of this event.